Manufacturer narrative:
The pump (B)(4) was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported driveline wire damage event was confirmed via review of the controller log files, which showed a vad stopped/vad disconnect and subsequent removal of both power sources. The event was also confirmed visually by the heartware field specialist who performed the servicing procedure. The root cause of the reported event is due to the patient, using a knife, completely cut through the driveline, and then removed both power sources. Clinical factors that may have contributed to this event are unknown. Based on review of the available information, there is no evidence to suggest that a device malfunction led to the reported event.  The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per IFU and patient manual: advises the patient do not pull, twist or kink the driveline or power cables, especially while sitting, getting out of bed, adjusting controller or power sources, or when using the shower bag. Patient manual provides warnings to the patient regarding driveline care. It instructs the following: do not disconnect the driveline from the controller or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. Keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture. Patient manual also provides warnings about power source disconnections, explaining that disconnecting both power sources (batteries, ac adapter, dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4).

Event description:
It was reported from the site that the patient used the alarm silencer and disconnected both batteries. Then he completely cut through the driveline by himself, using a knife. Subsequently the patient experienced a pump stop. Two days later, a manufacturer clinical engineer went to the clinic and performed a driveline splice repair. No additional information available.